Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room due to a stomach infection. During the time she was in the emergency room, the customer experienced low blood glucose levels. The reported blood glucose reading was 41 mg/dl. Troubleshooting was not possible at the time of the call. Assisted the nurse in setting up a temporary basal rate, however, nothing further was reported.